Event description:
It was also reported that a power on reset occurred and that an elective replacement indicator was triggered three days later. The device remains in use. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010 a power on reset and a patient alert occurred. Furthermore, on (B)(6) 2010 the elective replacement indicator tripped.